Manufacturer narrative:
Device analysis report attached. This report is submitted on march 09, 2022.

Manufacturer narrative:
This report is submitted on december 21, 2021.

Event description:
Per the clinic, it was reported that intermittent function was noted on electrode 4 and some air was noticed on electrode 18-21. The device was explanted on (B)(6) 2021 and the patient was reimplanted with another cochlear device during the same surgery.